Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted : (B)(6) 2011, dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t wave oversensing was noted on an electronic transmission. It was noted the patient is an active runner. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.